Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports that the edge of tape collar cut into skin while sitting. Does not recall when this happened. Was only on about 20 minutes. Customer feels that something in the tape collar has changed around 2010 or 2011. Suggested follow up with local hcp.